Manufacturer narrative:
This report is being submitted following retrospective review of historical rga returns conducted during quality system remediation. The device may have been returned under the prior rga process, not designating the associated complaint and is no longer available for physical evaluation. A retrospective complaint evaluation and MDR assessment were completed using available information and documentation. Procedures have since been revised to require complaint/MDR screening and appropriate device retention, when complaint returns are received.

Event description:
It was reported that the patient discontinued use of the ilet and initiated a return through the distributor due to difficulty operating the device associated with mental impairment, with reported episodes of hypoglycemia while using a g7 sensor. Symptoms included nervousness and dizziness during low blood glucose events, with nadirs in the 50s mg/dl for approximately 30 minutes. Outcomes included use of oral glucose and juice as corrective therapy without hospitalization or professional medical intervention, with assistance from caretakers during rehabilitation. Investigation included review of event details and return logistics through distributor processes. Investigation of this case revealed no device alarms reported and no specific device component implicated, and the cause of the hypoglycemia remained unclear. It was concluded, based on previously established findings for similar reports, that the cause was undetermined.